Manufacturer narrative:
The device was returned to olympus for evaluation. During the inspection also found missing one (1) mounting foot. They were unable to adjust the current limit into due to faulty printed circuit boards. It was also noted the software needed to be upgraded. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned a g400 generator, gyrus to the olympus service center. Upon inspection and testing of the returned device, it was observed that the printed-circuit board failed. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This device has been serviced before, for this reason a design history record review will not be performed. A review of the previous service performed on the unit shows no abnormalities. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.